Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the paramedics were called on (B)(6) 2019 due to low blood glucose. Customer reported of receiving a low battery alarm and only remembers paramedics being dispatched. Customer was not taken to the hospital. Customer's blood glucose was 31 mg/dl. Customer declined troubleshooting for low blood glucose and high blood glucose which customer also reports to have experienced. The device will not be returned for analysis.